Event description:
Customer reported the key switch had to be flipped several times to get the system to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the key switch. System operates as intended.